Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial#: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2020, product type: catheter, ubd: 28-mar-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 40 mg/ml of morphine at 2.5 mg/day via an implantable pump. It was reported the patient was having nausea and not feeling good. An x-ray was taken of the patient's pump and catheter and showed a break in the catheter. The patient's catheter was sheared at the surgical site by the anchor. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The catheter was replaced on (B)(6) 2020 and the broken catheter was discarded by the healthcare provider. The issue was resolved at the time of the report, (B)(6) 2020.